Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported that the unit was giving inaccurate readings when it was removed from the engine bay at the fire house. There was no reported pt involvement.